Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The husband of a customer reported via e mail that his wife was in a car accident and had recently had low blood glucose due to not having the transmitter on. Customer's blood glucose was unknown at the time of incident. No further information was given.